Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data identified an increase in complaints for the alinity c calcium2 assay as well as an increase in complaint activity for reagent lots 74314ud00. However, in-house precision testing was completed using a retained kit of lot 74314ud00. All results were well within the acceptance criteria. Device history record review did not identify any non-conformances or deviations associated with lot 74314ud00 and the complaint issue. A review of the labelling addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c calcium2 reagent lot 74314ud00 was identified.

Event description:
The customer reported imprecise alinity c calcium2 results for multiple samples. The following example data was provided (customer provided reference range: adjusted calcium is 2.2 to 2.6 mmol/l): sid: (B)(6) (85 years old male patient): (B)(6) 2025, serial (B)(6), lot 74314ud00 = 2.67 mmol/l. (B)(6) 2025, serial (B)(6), lot 74314ud00 = 4.66 mmol/l. (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.86 mmol/l. (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.79 mmol/l. (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.83 mmol/l. (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.90 mmol/l. (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.91 mmol/l. (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.93 mmol/l. (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.92 mmol/l. (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.91 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported imprecise alinity c calcium2 results for multiple samples. The following example data was provided (customer provided reference range: adjusted calcium is 2.2 to 2.6 mmol/l): sid: (B)(6) (85 years old male patient): on (B)(6) 2025, serial (B)(6), lot 74314ud00 = 2.67 mmol/l, (B)(6) 2025, serial (B)(6), lot 74314ud00 = 4.66 mmol/l, (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.86 mmol/l, (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.79 mmol/l, (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.83 mmol/l, (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.90 mmol/l, (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.91 mmol/l, (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.93 mmol/l, (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.92 mmol/l, (B)(6) 2025, serial (B)(6), lot 74314ud00 = 1.91 mmol/l, no impact to patient management was reported.